Event description:
It was reported that the micl12.6 implantable collamer lens was implanted on (B)(6) 2009. On the patient post-treatment follow-up form @12 months, the patient reported "they had been prescribed oral medication and/or eye drops for at least 3 consecutive months and/or undergone injections around the eye because the surgeon indicated the inside of the eye was inflamed". Additional information has been requested, but not yet received. Any additional data received will be submitted on a supplemental medwatch form.

Manufacturer narrative:
(B)(4): evaluation: method (other): work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history and the work order search, the root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: in the visian icl clinical trial 60 month follow-up, there were no reports of any eye inflammation occurring for at least 3 consecutive months which required oral medications, eye drops or injections around the eye. The patient indicated the he had experienced this condition. The patient also noted a secondary surgical intervention however, it is unknown what kind or secondary surgical intervention was performed. Three attempts were made to gather more information to no avail. Since no additional information is available, the complaint cannot be verified and root cause cannot be determined. Conclusion: (no conclusion can be drawn); based on the complaint history, work order search and medical review, we were unable to confirm or determine a specific root cause, of this complaint.